Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient presented for surgery for looseness in the knee. The tibial insert was revised with one that was thicker.